Event description:
This is a report of a supply bag that disconnected during dwell of a patient's therapy while the patient was connected to the homechoice. No issues were reported during setup. The patient was able to complete therapy at a later time with no difficulties. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable homechoice automated pd set with cassette was identified. As the homechoice automated pd set with cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the connection issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.